Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to be over sensing a signal on the left ventricular (lv) lead channel and then inhibiting pacing. The lv lead vector was changed, and the noted occurrence was solved. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to be over sensing a signal on the left ventricular (lv) lead channel and then inhibiting pacing. The crt-d remains in service. No adverse patient effects were reported.